Manufacturer narrative:
D10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04. Investigation summary: customer returned (3) opened 31gx5mm bd pen needles without tear drop labels attached. The consumer reported found the non patient end to be bent after placement onto pen; it would not attach properly. All 3 returned pen needles were examined, and it was observed that the non-patient end (npe) cannula on all 3 samples was bent. The bent npe cannulas would be the cause for the pen needles not attaching to a pen injector properly. Since all 3 pen needles were returned after use, the probable cause of the bent npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure difficult to operate. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles. H3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 31ga 5mm was difficult to operate. The following information was provided by the initial reporter :   the consumer reported that the pen would not attach properly. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 31ga 5mm was difficult to operate. The following information was provided by the initial reporter :   the consumer reported that the pen would not attach properly. Date of event : unknown . Sample status : awaiting sample.